Manufacturer narrative:
(B)(4). The service representative replaced the di and ref pc boards. He also replaced the side covers. The customer was provided with additional troubleshooting suggestions. The service representative performed the calibration adn self tests. The unit was tested and all function met specifications. (B)(4).

Event description:
The customer reported they observed an image read error and pld messages. They were also having intermittent image loss problems. The customer also reported that the decetector was hot to the touch where the cable enters the panel. It is possible that the image was retaken, resulting in unintended radiation exposure.